Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call of customer's hospitalization for low blood glucose levels. The customer's blood glucose level at the time of incident was unknown. The wife states they needed assistance with shutting off pump, due to pump being at home while customer was hospitalized. The spouse was assisted. No further assistance provided at this time. The customer would be troubleshooting later.